Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned for inspection, therefore; a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
It was reported the loops broke during a therapeutic resection of fibroid procedure. There was a less than a 30 minute delay, the procedure was completed with a similar device. There was no adverse health consequences and no patient impact.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.